Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller (serial number: (B)(6) ) being unable to communicate with the system monitor and heartmate touch could not be confirmed. Provided information indicated that the communication issue resolved with the exchange of the controller. Log files were then downloaded from the patient¿s new controller and submitted for review. The submitted log file contained data spanning about 4 minutes of patient use on (B)(6) 2023 (12:24 to 12:28 per timestamp). No atypical events were observed, and the pump maintained a speed above the low-speed limit without issue while the driveline was connected. Multiple attempts were made to obtain information regarding the potential return of the exchanged controller; but no response was received. The root cause of the reported event could not be conclusively determined. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use (rev. C) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's primary controller was not able to transfer data. Vad coordinator attempted to troubleshoot the situation by switching cables/switching monitors. The controller was exchanged. Log file review showed just a few events logged on the new controller as the data capture was just around 4 minutes of data. The issue was resolved after we performed a controller change.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.